Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received the customer received pump error 40 (motor safety circuit failed test) and open book image. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download review, pump error 35 alarm confirmed in (adapt) and history download on 04/13/2025 at 10:01:00.000 and at 10:11:00.000. File number: 121/line number: 536. Per software engineer log, pump error 40 was generated since the motor safety test failed. Pump error 40 is the fatal error. This was the reason for the open-book. The cause for the pe40 was the sw. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies were noted on electronic assembly. Unit was also received with a scratched case and cracked belt clip rails. In conclusion, the unit came in with a critical pump error alarm triggered by pump error 40. Pump error 40 was generated since the motor safety test failed. Pump error 40 is the fatal error. This was the reason for the open-book. The cause for the pe40 was the software. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.